Event description:
Field assurance received the attached implant card which states that ¿cryolife¿ tissue was explanted during an implant on (B)(6)2024. Our database does not show any previous implants for this patient. The following information was requested and received from the user facility. 1. What procedure was performed? Pulmonary valve replacement. 2. What was the serial number for the explant? (B)(6). 3. Why was the graft explanted? Is there an allegation of deficiency with it? Intraop echo showed that this valve (25mm sgpv00) was inadequate so it was explanted and replaced. 4. Will the explanted tissue be returned to artivion for evaluation? No. 5. How is the patient doing post-operatively? This case was over a year ago, and I am not sure of her status. This investigation is relegated to sgpv00 (B)(6) for explant.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Manufacturer narrative:
Correction in "additional manufacturing narrative": the replacement valve implanted during the same procedure, on (B)(6) 2024 was a 26mm diameter valve. The date was incorrectly entered. The above statement is the correct date.

Manufacturer narrative:
According to initial reports, an implant card was received back from the user facility stating previously implanted ¿cryolife¿ tissue was explanted during an implant on (B)(6) 2024. The artivion tissue database does not show any previous implants for this patient. The following information was requested and received from the user facility. What procedure was performed? Pulmonary valve replacement. What was the serial number for the explant? Why was the graft explanted? Is there an allegation of deficiency with it? Intraop echo showed that this valve (25mm sgpv00) was inadequate, so it was explanted and replaced. Will the explanted tissue be returned to artivion for evaluation? No how is the patient doing post-operatively? This case was over a year ago, and I am not sure of her status this investigation is relegated to sgpv00 (B)(6) donor (B)(6) for explant. A review of the information was performed, and it was confirmed that all records were controlled, available for review, and met all specifications. The certificate of assurance for pulmonary valve & conduit sg (sgpv00) #(B)(4) was reviewed. All attributes identified during inspection were documented appropriately. There are no rejectable attributes per the sop. The inspector¿s training records were reviewed, and the technician was found to be appropriately trained at the time the task was performed. No graft specific ncs were identified for this tissue. No findings were identified that could have contributed to the reported event. No further action is needed. A review of the information was performed. We currently do not have any information in our implant database related to the implant of this homograft. Our records do indicate the valve was shipped on (B)(6) 2024. Given the date of the reoperation listed above, the valve was explanted approximately 4 weeks post-implant. No additional information is available regarding patient history, co-morbidities, reason for initial implant or the specifics related to the explant. Operative notes are not available for the incident or reoperation currently and no additional information is pending. No tissue was returned for evaluation. The additional information provided above indicate the 25mm valve was diagnosed to be ¿inadequate¿. The replacement valve implanted during the same procedure, on (B)(6) 2025 was a 26mm diameter valve. The information related to this valve indicates it was implanted into a 30-year-old female as a ¿pulmonary valve¿. Homografts remain one of most used materials for pulmonary valve reconstruction procedures, despite the likely need for future reoperation. Our labeling lists known adverse events, related to the use of homografts; many of which may lead to the explant. No tissue sample was returned for evaluation and there is insufficient information to determine a root cause of the reported explant. Adequate precautions are provided in our labeling. No additional actions are required. A complaint and recall query was performed for sgpv00 (B)(6) donor (B)(6) to identify previously reported complaints or recalls associated with this serial/donor number. No complaints or recalls were identified for this serial/donor number. Based on the available information, a definitive root cause for this event cannot be determined. Additionally, without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued. The processing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Manufacturer narrative:
Correction in "additional manufacturing narrative". What was the serial number for the explant? (B)(6).